Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in a coronary artery. A 3.50x38mm promus element drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: f/g,promus element,mr,ous 3.50x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage with distal struts bunched proximally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that a stent damage occurred. The target lesion was located in a coronary artery. A 3.50x38mm promus element drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.